Event description:
After 14 days of use they wanted to remove the catheter with forceps. The catheter snaped and they could not get hold of the catheter's end. The intravascular catheter part had to be removed by surgery. The patient suffered no harm.

Manufacturer narrative:
The complaint could not be classified as no sample could be provided by the user. According to the customer's description, the catheter was torn off when the catheter was removed. It is known from specialist literature that a calcified fibrin coating can form on the catheter after only 24 hours of lying. If it grows together with the vein wall, this can hinder or even make it impossible to remove the catheter. In addition, when removing with forceps, care must be taken to ensure that the forceps are atraumatic. A check of the batch documentation confirmed the conformity of the product. This is the second complaint regarding this batch, but the first regarding the catheter rupture. In the last three years there have been a total of 7 cases of catheter ruptures on code 1261.306, but only one other catheter had to be surgically removed. The instructions for use expressly warn that the catheter must not be overstretched, otherwise it could tear and be pulled into the insertion site, resulting in a catheter embolism. No further examination is possible without a sample.

Manufacturer narrative:
The device was not returned to vygon for evaluation but the events will be part of complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
After 14 days of use they wanted to remove the catheter with forceps. The catheter snapped and they could not get hold of the catheter's end. The intravascular catheter part had to be removed by surgery. The patient suffered no harm.